Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by consumer who contacted the company to report adverse events and product complaint, concerned a patient of an unknown age, gender and origin. The patient's medical history (complicating disease; allergic history; family medical history) included polyp in the throat since 20-30 years ago due to which throat was a bit uncomfortable. The previous drug adverse reaction/event and no family drug reaction/event was not provided. Concomitant medication included metformin for an unknown indication. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) injection (humulin 70/30) from cartridge, twice a day (28 in the morning and 26 in the evening), via subcutaneous route for diabetes mellitus beginning on an unknown date in 2003. Patient also received insulin lispro protamine suspension 50%/ insulin lispro 50% (rdna origin) (humalog mix50) from cartridge, thrice a day (16 in the morning, 10 at noon, 10 in the evening), via subcutaneous route for diabetes mellitus beginning on an unknown date in 2019. Patient received reusable pen (humapen ergo ii) from several years (exact start time of use was unclear). Since unknown date from several years, patient was found to have high blood glucose during the examination and was hospitalized for treatment (specific admission time, discharge time, and occurrence time were unclear). On an unknown date, the eyes were blurry, and later there was astigmatism due to which a surgery was performed on the eyes in 2024 and currently patient could not see clearly (the specific time of occurrence and surgery time could not be obtained). The event astigmatism was considered serious by the company due to its medically significance reason. On (B)(6) 2025 since this day, due to a malfunction of the humapen ergo ii, patient had not received any injections of insulin lispro protamine suspension 50%/ insulin lispro 50%. If insulin was not injected, the blood glucose levels would be high (whether the blood glucose levels had increased could not be confirmed) (batch number 1712d02 pc number (B)(4). The needle was replaced every 2 days, and the injection pen was stored with the needle attached. Also, patient had used the device while visually impaired due to astigmatism and likely used the device beyond its approved use life (improper use). Information regarding corrective treatment and further hospitalization details was not provided. The outcome of events was unknown. The status of human insulin isophane suspension 70%/ human insulin 30% and insulin lispro protamine suspension 50%/ insulin lispro 50% therapies was discontinued and it was not used again. The operator of the devices and his/her training status was not provided. The general device model duration of use and the suspect device duration of use were not provided. Its return was not expected as a troubleshoot was successfully completed. And advised to continue using the pen. The reporting consumer did not provide the relatedness assessment of the events with human insulin isophane suspension 70%/ human insulin 30% and insulin lispro protamine suspension 50%/ insulin lispro 50% therapies and humapen ergo ii device. Update 17sep2025: additional information received on 12sep2025 from the global product complaint database. Entered device specific safety summary (dsss) for humapen ergo ii device associated with (B)(4), lot 1712d02. Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Updated device malfunction from unknown to no and additional information regarding improper use and storage was updated. Added date of manufacturer for the device. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement dated 17sep2025 in the b.5. Field. No further follow-up is planned. Evaluation summary: a consumer reported a patient of unknown age and gender was using a humapen ergo ii device and "found that the injection button on the pen could not be pressed". The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch 1712d02, manufactured december 2017). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. However, with the guidance of a trained professional, troubleshooting was performed, and the pen functioned normally and was fit for use. There is evidence of improper use and storage. The patient used the device while visually impaired and likely used the device beyond it's approved use life. It is unknown if these misuses are relevant to the complaint issue of increased blood glucose. The device was also stored with the needle attached and needles were reused which likely are relevant to the complaint issue of increased blood glucose.